Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis of the returned fiber showed that the connector cone, segments and tabs were in good condition, additionally, the control knob was attached and aligned with the fiber and can rotate. The fiber was functionally tested with the hene (helium-neon) laser fixture, no signs of breakage along the length of the fiber. Microscope inspection identified the glass tip was found broken. The device instructions for use (IFU) instructs to maintain adequate saline cooling flow to reduce heat accumulation at the fiber tip. Based on analysis results, the interaction between the user and device caused or contributed to the reported event of the glass tip detachment.

Event description:
It was reported that during photo selective vaporization of the prostate procedure, the fiber broke while being used. The procedure was completed with another fiber. There were no patient complications.

Event description:
It was reported that during photoselective vaporization of the prostate procedure, the fiber broke while being used. The procedure was completed with another fiber. There were no patient complications.